Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 46 mg/dl. The other relevant blood glucose level was 128 mg/dl, 147 mg/dl, 182 mg/dl. The customer went to their healthcare professional and was treated with sugar tablet and soda for low blood glucose values. The customer declined the troubleshooting for low blood glucose. The insulin pump will not be returned for the analysis.